Event description:
Event# 1 [redacted date]: after placement into the patient, the catheter would not connect to the system. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly. Model# a-tcse-fj, lot# 8966007. Event# 2 [redacted date]: the ablation catheter lost contact force for ablation. Clinical site notified manufacturer rep directly. Model# a-tcse-fj, lot# 8631780. Manufacturer response for ablation catheter, tacticath sensor enabled contact force ablation catheter (per site reporter), clinical site notified manufacturer rep directly.